Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer mentioned other blood glucose levels such as 2.4 mmol/l, 28.8 mmol/l, 24 mmol/l, 26.9 mmol/l. Customer was treated low blood glucose level with food, juice and high blood glucose level with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Insulin pump was on auto mode. The reservoir will not be returned for analysis.